Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that caller notes all contact pairs associated with 0 are >4000ohms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the cause of all the contact pairs associated with 0 being >4000ohms was unknown, and the most likely cause was unknown. The rep stated they met with the patient in-office on (B)(6) 2025 where they removed access to programs utilizing the "0" electrode, and they also created an "a" and "b" program which didn't utilize the "0" electrode. The rep reported the patient was feeling stimulation in the bicycle seat area. When asked if the issue had been resolved, the rep stated the patient would evaluate the new setting. The patient reported the stimulator was working well during the day; however, they were still getting up a lot during sleep hours. The healthcare provider (hcp) gave the patient some supplies and diary paperwork to evaluate if the patient had nocturnal polyurea. The hcp thought the patient might have nocturnal polyurea, which could be treated with medication. The rep noted the patient would follow up with their doctor at a later date to let them know how they were doing and to return the diary for evaluation of nocturnal polyurea.